Event description:
A surgeon simultaneously reported three cases in which ovitex prs (ltr) was used in prepectoral breast reconstruction with tissue expanders or breast implants. In these cases, the patients reportedly experienced purulent drainage and reconstructive failure including device removal.

Manufacturer narrative:
The initial reporter noted three similar cases to the tela bio representative simultaneously without further details. The surgeon was offered further discussion with tela bio staff and declined; therefore, detailed case information is not available at this time. Should information become available to tela bio, supplemental or additional reports will be submitted as appropriate. Without details of the cases including patient history, specific event details, and relevant treatment courses, it is not possible to discern whether the tela bio devices caused or contributed to the events noted.